Event description:
It was reported that a malfunction occurred on the pump, causing the customer's blood glucose level to exceed 500 mg/dl, although the specific value was unknown and displayed only as "high." The customer administered a correction injection via mdi and did not require any third-party assistance. The malfunction code was resettable, and after resetting the pump with help from technical support, the issue did not recur. The customer was able to continue using the pump and was advised to contact technical support if any further issues arose.